Event description:
It was reported that there was a loss of capture on the left ventricular (lv) lead. The device was reprogrammed to capture only on the right ventricle (rv). It was also reported there was an alert for high impedance on the high voltage "b" (hvb) coil of the rv lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 419688 implantable pacing lead implanted: 2012 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2012 (B)(6); 5076 implantable pacing lead implanted: 2012 (B)(6). (B)(4).